Event description:
It was reported that during the procedure, the flow curve disappeared. The wire was reconnected to the instrument but the problem was not solved. The physician continued using the wire but there was resistance, and then it became stuck with the balloon catheter and the tip of the catheter became damaged. A second balloon catheter was used and the tip also became damaged. At this time, the wire was removed from the body, and it was observed to appear to be frayed. All portions of the wire and catheter appeared to be accounted for when it was removed from the patient. Another product of the same manufacturer, of a different model, was used and the procedure was completed. It was further reported that the target lesion was lad number 6-7, with 90% occlusion, no tortuousness and no noticeable plaque or calcification. There was no patient injury and no adverse events reported. The patient was released according to the original treatment plan.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The complaint device has not been received by the manufacturer so a device evaluation has not been performed yet. A supplemental report will be submitted when the manufacturer's investigation is complete.